Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint of a ¿leak¿ was confirmed. A leak was noted at the seam on the distal end of the scope. There was chemical damage on the exposed threads of the scope. The cement was noted to peeling around the objective lens. In addition, cuts were noted on the video cable of the scope. The scopes ID chip showed 6598 uses. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that the scope was reprocessed without the sterilization cap and failed the leak test. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacture's investigation. Please see the updates. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The cause of the reported event cannot be conclusively determined. The legal manufacturer provided the following possible causes for the reported event were as follows: the legal manufacturer presumed that the leak occurred due to excessive chemical damage to the bending section glue. In addition, the legal manufacturer reported that that the reprocessing environment at the user facility was unknown. Due to the deterioration of the glue, it was presumed that the damage causing the leak also occurred by physical stress such as stroking the distal end during reprocessing. The legal manufacturer reported that the IFU states immersing the device in disinfectant solution under the recommended environment, as follows: 5.6 manually disinfecting the endoscope: ¿immerse the endoscope in disinfectant solution¿ - caution: do not immerse the endoscope in the disinfectant solution for a longer contact time, at a higher temperature, or at a greater concentration than recommended by the disinfectant manufacturer. Such immersion may cause damage to the endoscope. In addition, the IFU provides a warning pertaining to sterilization with the sterrad system as follows: "caution: sterilization by sterrad 50/100s/200/nx system may deteriorate the adhesive of the insertion section. Depending on the circumstances, replacement of the insertion section may be required. Before use, confirm that the endoscope is free from any damage or other irregularities. For further details, contact olympus." According to device history record (DHR) review performed by the manufacturing business center (mbc), the subject device was shipped in accordance with specifications.